Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml) via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient had an MRI on the 18th, and when they went to interrogate the pump, they were getting a message that the 'pump is disabled.' The caller stated they read the logs, and the top line said that the pump was still essentially disabled. The agent asked the caller if they had heard any alarms, and the caller stated they did not hear any alarms at the bedside. The patient's family had not heard anything either. The caller also stated the patient was very somnolent and was not engaged in any conversation. The caller mentioned the patient was a recent admission overnight, and they had other reasons to be somnolent. From what they could tell, it seemed like maybe it was the MRI. This was worse than before the MRI. After reinterrogating the pump, it showed motor stall recovery in the logs.